Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. A review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: unable to duplicate with retain testing. Source: phone.

Event description:
Customer reporting a possible false positive sars result. Customer states they and their partner were positive for sars for 16 days and then both tested negative at day 17. Customer states they tested again 10 days later and were positive by qv otc but negative by another brand otc rapid antigen test. No confirmation testing was performed.